Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the root cause could not be determined. A batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit during dwell. The hp stated he had 2 bags connected and there was only solution in the heater bag. The hp stated there was no disconnect or leaks. The technical service representative (tsr) advised the hp to cycle power to clear the alarm. The hp confirmed he would complete therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.